Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that post procedure, a fistula was noted and a year after the procedure the patient expired of heart failure. It was reported that a mitraclip procedure was performed on (B)(6) 2013 to treat mixed mitral regurgitation with a grade of 3-4. Two clips were implanted, reducing the mr to a grade of 1. There was no clinically significant delay during the procedure. During a routine follow up echocardiogram (date not specified), a fistula was detected in the right pulmonary artery to left atrium. The patient was treated medically. A year after the mitraclip procedure (around (B)(6) 2014), the patient expired of heart failure. It is the physicians opinion, that there could be a suspected link between the death and the mitraclip device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. The reported treatment with medication was a result of case-specific circumstances, as the patient was given medication to treat the fistula. Based on the information reviewed, a definitive cause for the reported patient effects of fistula and heart failure could not be determined. In this case, it is possible that the fistula was procedure related, which then contributed to the heart failure; however, this cannot be confirmed. Although a conclusive cause for the reported fistula and heart failure, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported death, however, was due to the heart failure. The reported treatment with medication was a result of case-specific circumstances, as the patient was given medication to treat the fistula. It should be noted that the reported patient effect of death, worsening heart failure, and atrerio-venous fistula, are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to previous medwatch report filed, additional information received: the fistula was noted on echocardiogram performed on (B)(6) 2013. The patient was treated with medications. The patient expired on (B)(6) 2014.